Event description:
It was reported that bd insyte catheter is defective. The following information was provided by the initial reporter, translated from spanish to english: venous access cannulation was performed in a pediatric patient, with a short peripheral venous catheter 24g caliber, commercial house becton dickinson (bd insyte), which at the time of insertion into the patient's skin does not enter but the bevel of the needle and does not allow the catheter to enter. When insertion is insisted, it presents resistance and the catheter becomes corrugated under such pressure. The catheter is removed with a mandrel, the tip is observed to be straight; a new cannulation is attempted and prior to its insertion another catheter of the same caliber is observed with the tip with fibers of the same material as the catheter. Tip with fibers of the same material of the catheter in appearance of cut in peaks, no more attempts are made to take venous access until with a new catheter from another commercial company. Catheter of another commercial house, same caliber 24 g, without complications. At the moment of puncturing the patient, the catheter wrinkles.

Manufacturer narrative:
Based on the provided information and pictures, it has been determined that this incident is related to the catheter tip not being completely formed during the manufacturing process. We have conducted a voluntary recall of the affected catheters bd insyte for certain catalogs and lot numbers. The affected catheter tip may result in resistance with the catheter insertion process. The potential immediate health consequences associated with the above, include pain /discomfort, vessel injury, vasculitis, tissue injury, bleeding, delay in procedure and need for additional device insertion. It is also possible for there to be no health effects related to the use of the straight edged tip. Long term health consequences would not be expected; however, may be present only as a result of the immediate health consequence. It is recommended that clinicians use standard clinical practice of inspection of the device prior to insertion. If the clinician does not notice the catheter tip edge, they are instructed to stop the insertion procedure if pain or resistance out of proportion to the procedure is noted. If a defective product is inserted, monitoring for tissue, vessel and skin damage is recommended. If any symptoms occur, it is recommended to remove the product and replace with a new product if clinically indicated. We are investigating and will implement appropriate measures to prevent recurrence of this product issue. A corrective and preventive action plan is in progress. Production personnel have been informed of the product issue and retrained to the procedures to increase awareness. Please see the provided recall notice (mds-24-5036-fa) for further information.